Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 18 patient samples tested for sodium and potassium on a cobas 8000 ise module. Based on the data provided, 13 patient samples were discrepant. The incorrect results were not reported outside of the laboratory. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The electrodes were changed at the customer site. The investigation was unable to find a definitive root cause.